Event description:
Alleged the head section is not functioning.

Manufacturer narrative:
The tech found the head section pivot slide was bent. He replaced the pivot slide and calibrated the head sensors to repair the bed.